Event description:
Information received from the field notes that the patient felt lightheaded and said that the pacemaker was going too fast. The patient had a history of transient ischemic attacks. Interrogation noted that the device was programmed to 70 ppm but the main timing events showed av pacing at 100 ppm. Although the magnet application showed a rate of 70 ppm, measurements taken showed that the device was pacing at 100 ppm.